Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for both devices were re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for about 33 months and 12 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the rv channel as well as in the ff channel, leading to one charging cycle. Therefore, a sensing test was performed, and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. The header of the ICD was visually inspected, revealing no anomalies. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. The set screw showed screw marks on the bottom side indicating that they were tightened during the implantation. Also, the spring element of the device did not show any deviations. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular and far field channel. A thorough analysis of the ICD proved the device to be fully functional. However, based on these observations, the shocklead integrity cannot be assured. There was no indication of an ICD malfunction.

Event description:
After an implantation period of approx. 34 months, oversensing was observed. The ICD was explanted. Based on analysis results of the ICD it was decided to report this event also for the involved lead due to oversensing on the ventricular channel.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for both devices were re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for about 33 months and 12 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the rv channel as well on steps were performed accordingly. There was no sign of any inconsistency as in the ff channel, leading to one charging cycle. Therefore, a sensing test was performed, and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. The header of the ICD was visually inspected, revealing no anomalies. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. The set screw showed screw marks on the bottom side indicating that they were tightened during the implantation. Also, the spring element of the device did not show any deviations. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular and far field channel. A thorough analysis of the ICD proved the device to be fully functional. However, based on these observations, the shocklead integrity cannot be assured. There was no indication of an ICD malfunction.

Event description:
After an implantation period of approx. 34 months, oversensing was observed. The ICD was explanted. Based on analysis results of the ICD it was decided to report this event also for the involved lead due to oversensing on the ventricular channel.